Manufacturer narrative:
(B)(4): been out of it since he hasn¿t been able to charge.

Event description:
The patient reported that the connector pin on the desktop charger (dtc) was loose. This was not an out of box failure. The patient noted that he had "been out of it since he hasn't been able to charge." The patient clarified noting that he could not get the usual relief from the stimulator. As a result of not being able to charge, the patient experienced more than usual pain and lack of sleep. Additionally, the patient noted that a new cord was sent out within 24 hours and the pain therapy resumed with great results. Indication for use included post laminectomy pain, and spinal pain.

Manufacturer narrative:
Eval code-conclusion updated, no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The desktop charger (dtc) (serial # (B)(4)) was returned and analysis found the connector pins of the cable assembly to be broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.